Event description:
Boston scientific crm received info that this right atrial lead was explanted due to dislodgement. The physician over-torqued the lead causing the lead to unscrew and become dislodged. No adverse pt events have been reported.